Event description:
It was reported the patient's (B)(6) lead exhibited invalid impedance readings. Surgical intervention was undertaken to address this matter, and it was found that the lead was fractured. The device was explanted and replaced thereby resolving the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.